Event description:
Reporter noted corneal burn during phacoemulsification. Converted to extra-capsular cataract extract to complete procedure. No iol implanted. Sutured wound to close. Pt condition reported as guarded.